Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The representative reports: erythema and blistering on patients skin under the area of the amd anti-microbial foam disc.

Manufacturer narrative:
Submit date: (B)(6) 2016. A device history record review could not be performed because a lot number was not received with the complaint.as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Samples were not returned for evaluation but pictures were provided. From the pictures it can be seen that the skin is raised and discolored. The reported condition is confirmed however product analysis could not be performed to confirm if the failure contributed to the reportable event as no sample was returned. The exact root cause of the reported condition could not be determined without an actual sample to examine. A summary of biocompatibility testing shows the product meets the biocompatibility requirements for it's intended use and therefore, is expected to pose no potential toxic liability to the patient. This product contain poly(hexamethylenebiguanide) (phmb). A review of the material safety data sheet for phmb revealed the health effects on skin as, "this product is nonirritating to the skin. Prolonged, repeated overexposure may cause allergic sensitization." Skin irritation is most likely attributed to individual's skin sensitivity. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, each lot is tested in duplicate for phmb concentration. No complaint trend exists, therefore, no corrective action is required at this time. An existing formal investigation action is not being taken to address this failure/defect. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
Submit date: (B)(6) 2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Samples were not returned for evaluation but pictures were provided. From the pictures it can be seen that the skin is raised and discolored. The reported condition is confirmed however product analysis could not be performed to confirm if the failure contributed to the reportable event as no sample was returned. The exact root cause of the reported condition could not be determined without an actual sample to examine. A summary of biocompatibility testing shows the product meets the biocompatibility requirements for it¿s intended use and therefore is expected to pose no potential toxic liability to the patient. This product contain poly(hexamethylenebiguanide) (phmb). A review of the material safety data sheet for phmb revealed the health effects on skin as, ¿this product is nonirritating to the skin. Prolonged, repeated overexposure may cause allergic sensitization.¿ skin irritation is most likely attributed to individual's skin sensitivity. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, each lot is tested in duplicate for phmb concentration. No complaint trend exists, therefore, no corrective action is required at this time. An existing formal investigation action is not being taken to address this failure/defect. This information will be utilized for trending purposes to determine the need for corrective actions.